Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate high results of "140, 138 and 116 mg/dl" on the subject meter compared to "81, 106 and 58 mg/dl" on a onetouch ultra easy meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.